Manufacturer narrative:
This spontaneous case was reported by a lawyer, and describes the occurrence of pelvic pain ('physical pain, pain pelvic/pain') and device dislocation ('migration/displaced essure'). In an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included: behcet's disease on (B)(6) 2017, diabetes on (B)(6) 2017, hypertension on (B)(6) 2017, acid reflux (oesophageal), d & c, esophagitis, dysfunctional uterine bleeding and endometrial biopsy. Previously administered products, included for an unreported indication: prednisone and dapsone. Concomitant products included: metformin since (B)(6) 2017. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), heavy menstrual bleeding ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems: anxiety and mental anguish/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic: rash/skin condition") and post procedural complication ("post procedural complication"). The patient was treated with surgery (supracervical hysterectomy (uterus only), and supracervical hysterectomy (uterus only), vaginal hysterectomy, bilateral salpingectomies). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, heavy menstrual bleeding, dysmenorrhoea and abdominal pain had resolved. And the device dislocation, depression, anxiety, dermatitis allergic and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, device dislocation, dysmenorrhoea, heavy menstrual bleeding, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted, in the date(s) of insertion: (B)(6) 2005 (per pfs). Previously noted, to be (B)(6) 2015. Also essure confirmation test(s) conducted, specify: no (per pfs). She received treatment for pain pelvic/abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding). She received treatment for events pain, bleeding, allergy, migration. Date(s) of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram: on an unknown date, essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia. Quality safety evaluation of ptc: no defect could be confirmed, by the manufacturer. All product batches have met the specifications regarding labeling, material, and process controls at time of release. Trend analyses of complaints are reviewed regularly, no signal was observed, with regard to the reported complaint reason. The risk management file was reviewed, and an update was not deemed required. A technical investigation of the complaint sample and batch record review could not be conducted, as no sample or batch number were available. Most recent follow-up information incorporated above includes: on (B)(6) 2021, medical record received: reporter information and medical history added. Based on the available information. A review of our complaint records and other relevant data was conducted. Any new and reportable information that becomes available from our investigation, will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic/ pain') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included behcet's disease on 5-dec-2017, diabetes on (B)(6) 2017, hypertension on (B)(6) 2017, acid reflux (oesophageal) and d & c. Previously administered products included for an unreported indication: prednisone and dapsone. Concomitant products included metformin since (B)(6) 2017. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems: anxiety and mental anguish/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic : rash/ skin condition") and post procedural complication ("post procedural complication"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the device dislocation, depression, anxiety, dermatitis allergic and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date(s) of insertion: oct2005 (per pfs), previously noted to be (B)(6) 2015 also essure confirmation test(s) conducted, specify: no (per pfs) she received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding. She received treatment for events pain, bleeding, allergy, migration. Date(s) of removal: (B)(6) 2015. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-jul-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included behcet's disease on (B)(6) 2017, diabetes on (B)(6) 2017, hypertension on (B)(6) 2017, acid reflux (oesophageal) and d & c. Previously administered products included for an unreported indication: prednisone and dapsone. Concomitant products included metformin since (B)(6) 2017. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems: anxiety and mental anguish/psych injury"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the depression and anxiety outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date(s) of insertion: (B)(6) 2005 (per pfs), previously noted to be (B)(6) 2015 also essure confirmation test(s) conducted, specify: no (per pfs) she received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 4-sep-2019: pfs received: event abdominal, pain added. Incident: no lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic/ pain') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included behcet's disease on (B)(6) 2017, diabetes on (B)(6) 2017, hypertension on (B)(6) 2017, acid reflux (oesophageal) and d & c. Previously administered products included for an unreported indication: prednisone and dapsone. Concomitant products included metformin since (B)(6) 2017. In (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems: depression") and anxiety ("psychological or psychiatric problems: anxiety and mental anguish"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed in (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia and dysmenorrhoea had resolved and the depression and anxiety outcome was unknown. The reporter considered anxiety, depression, dysmenorrhoea, menorrhagia, pelvic pain and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date(s) of insertion: (B)(6) 2005 (per pfs), previously noted to be (B)(6) 2015 also essure confirmation test(s) conducted, specify: no (per pfs) diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 30-jul-2019: pfs received: reporter and patient demographic information added, product indication updated. New events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), psychological or psychiatric problems: depression, anxiety and mental anguish added. Outcome for the events abnormal bleeding (vaginal, menorrhagia), dysmenorrhea (cramping), pain added as recovered / resolved. Incident category updated. Incident. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('physical pain, pain pelvic/ pain') and device dislocation ('migration') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included behcet's disease on (B)(6) 2017, diabetes on (B)(6) 2017, hypertension on (B)(6) 2017, acid reflux (oesophageal) and d & c. Previously administered products included for an unreported indication: prednisone and dapsone. Concomitant products included metformin since (B)(6) 2017. On (B)(6) 2005, the patient had essure inserted. In (B)(6) 2005, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("abnormal bleeding (menorrhagia)") and dysmenorrhoea ("dysmenorrhea (cramping)"). In (B)(6) 2017, the patient experienced depression ("psychological or psychiatric problems: depression/psych injury") and anxiety ("psychological or psychiatric problems: anxiety and mental anguish/psych injury"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), abdominal pain ("abdominal pain"), dermatitis allergic ("allergic : rash/ skin condition") and post procedural complication ("post procedural complication"). The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2017. At the time of the report, the pelvic pain, vaginal haemorrhage, menorrhagia, dysmenorrhoea and abdominal pain had resolved and the device dislocation, depression, anxiety, dermatitis allergic and post procedural complication outcome was unknown. The reporter considered abdominal pain, anxiety, depression, dermatitis allergic, device dislocation, dysmenorrhoea, menorrhagia, pelvic pain, post procedural complication and vaginal haemorrhage to be related to essure. The reporter commented: discrepancy noted in the date(s) of insertion: (B)(6) 2005 (per pfs), previously noted to be (B)(6) 2015 also essure confirmation test(s) conducted, specify: no (per pfs) she received treatment for pain pelvic/ abdominal, dysmenorrhea (cramping), menorrhagia (heavy menstrual bleeding. She received treatment for events pain, bleeding, allergy, migration. Date(s) of removal: (B)(6) 2015 . Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on an unknown date: essure device was successfully occluded.. Concerning the injuries in the case, the following ones were described in patient's medical records: dysmenorrhea, menorrhagia. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 5-may-2020: plaintiff fact sheet report received. Added events: post procedural complication, allergic: rash/ skin condition, migration. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.